Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had skin irritation while wearing the sensor. It was reported the customer went to the hospital due to redness, swelling and pus at the sensor site. Customer could not remember the date they went to the hospital. The skin infection was treated with antibiotics and cream. Customer was advised sensors will be replaced. The product is not expected to return.

Manufacturer narrative:
The event was reported in error.